Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error occurred temporarily, so the procedure was successfully completed using the same generator and that the procedure was not converted. Isi received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found in system logs the following errors were logged: 1-8a 2-8a, 3-8a, m-18 and m-11. M-1c errors also in system logs. Inspection during fa process was able to find errors in erbe logs that match the timeframe and fault reported (c-34/m-11 errors will log as c-00 after erbe is restarted), but were unable to replicate the event on site. Unit tested on system, no errors present at startup. All operations performed successfully via all ports. C-00, m-1c errors in erbe logs corroborate with crm/artemis. The complaint regarding error-c34 was confirmed by failure analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe generator produced an error c-34. The technical service engineer (tse) confirmed the error along with m-11. The customer power cycled the erbe generator to clear the error. The customer then later called back and reported that the error was reoccurring. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.